Manufacturer narrative:
A4: weight. A4: weight units. D9: product available to stryker - updated. D9: returned to manufacturer on - updated. H3: device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was received in a deployed condition. The stent delivery wire (sdw) and introducer sheath were returned. The stent was deformed towards the distal end. All 3 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event stent deployed prematurely during use' and stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient anatomy was described as 'not tortuous'. It was reported that after the stent entered the microcatheter from the introducing sheath, the physician continued to advance the stent forward within the microcatheter. During this process, it was unexpectedly discovered that the stent had become deployed inside the microcatheter. A product condition update was provided which stated that, 'when delivered the stent in microcatheter, resistance was encountered. The operator tried to push it slowly and then the stent was found deployed inside the microcatheter'. The stent was returned for analysis in a deployed condition. The stent was noted to be deformed near the distal end, and the 3 marker bands were present on both ends of the stent. The distal tip of the sdw was kinked/bent. The introducer sheath was returned for analysis and was undamaged. The event description notes that the stent became deployed inside the microcatheter lumen when it was advanced through the microcatheter. This issue is normally associated with resistance/friction being noted, and this was clarified in the product condition update. It is possible that the introducer sheath was initially set up correctly as reported in the follow-up good faith effort responses, but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increased resistance while attempting to advance the stent through the microcatheter, very often resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the analysis findings. Although it is not stated, it is likely that the stent was removed from the microcatheter post-procedurally, as it was returned in a deployed condition. The microcatheter was not returned. Based on a review of all information the reported codes stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as the as analyzed code stent deformed and sdw kinked/bent listed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.

Event description:
It was reported that during the procedure for a basilar artery aneurysm, the subject stent encountered resistance inside the microcatheter and the subject stent deployed inside the microcatheter shaft during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure for a basilar artery aneurysm, the subject stent encountered resistance inside the microcatheter and the subject stent deployed inside the microcatheter shaft during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.